Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2003 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a total abdominal hysterectomy, culdoplasty, abdominal sacral colpopexy on (B)(6) 2003 and mesh was implanted. It was reported that the mesh was removed in (B)(6) 2005 due to abdominal pain, vaginal pain, pelvic pain, bleeding, painful intercourse, continued urinary incontinence.